Event description:
It was reported that an unspecified amount of time following a pulmonary vein cryo-ablation procedure using a polarx catheter the patient passed away due to an atrio-esophageal (ae) fistula. The procedure took place on (B)(6) 2024, during the procedure the minimum temperature reached reported as -65c and the physician stated they always apply two freezes to the vein even if isolation is achieved with the first application, for a total of 8 freezes over the course of the procedure. The patient passed away on (B)(6) 2024 with the official cause of death stated to be an ae fistula that developed after the cryo-ablation procedure. No further information regarding treatments or interventions that took place prior to the patient's death have been provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an unspecified amount of time following a pulmonary vein cryo-ablation procedure using a polarx catheter the patient passed away due to an atrio-esophageal (ae) fistula. The procedure took place on (B)(6) 2024, during the procedure the minimum temperature reached reported as -65c and the physician stated they always apply two freezes to the vein even if isolation is achieved with the first application, for a total of 8 freezes over the course of the procedure. The patient passed away on (B)(6) 2024 with the official cause of death stated to be an ae fistula that developed after the cryo-ablation procedure. No further information regarding treatments or interventions that took place prior to the patient's death have been provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information was received july 1 2023 from FDA medwatch report submitted by the physician. The patient was admitted 3 weeks post cryoablation procedure with rigors and diagnosed with group b streptococcal bacteremia. The patient expired less than 48 hours later due to complications from cardioesophageal fistula.